Event description:
Additional information received reported surgery was planned for (B)(6). Additional information received aprroximately 2.5 weeks later reported the cause of the event was end of battery life. The patient¿s implantable neurostimulator (ins) was replaced. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger, (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and she was not feeling stimulation. It was reported the patient¿s stimulator had quit and she may need it to be replaced. The patient¿s device would not charge and when she could get it to charge it took eight to 10 hours to get a quarter charge and the battery would run down in two hours. It was noted that the patient would fully charge the device each time. It was reported the patient had never gotten all eight coupling bars and the most she had ever received was four. It was noted that at installation the patient was told that because she ran it 24/7, she would likely not get five years out of the battery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).